Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized due to "hyperglycemia"; a blood glucose (bg) level was not provided. The customer alleged that the pump "malfunctioned"; however, customer declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. Date of event is approximate.